Event description:
It was reported the pt can no longer feel stimulation. The ipg will not communicate with the pt programmer or charging sys. Add'l pt programmers and charging systems were tried to no avail. The ipg was removed and replaced on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.